Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the arm on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labelling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.